Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-29333. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator and the right atrial lead exhibited over-sensing noise. It was also noted that the right atrial lead had insulation damage. The device and lead were both explanted and replaced. The patient was in stable condition.